Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6. Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: capsular contracture: unable to observe as it is not related to the manufacturing process. Calcification: no observed. Rupture: observed an opening assessed as fold flow opening. As per the investigation procedure non penetrating nick and creases was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Patient's partner reported left side rupture confirmed via MRI. Patient reported pain and discomfort and "benign calcifications" via mammogram. Healthcare professional later reported rupture and capsular contracture, baker grade iii/IV. The device has been explanted.

Event description:
Patient's partner reported left side rupture confirmed via MRI. Patient reported pain and discomfort and "benign calcifications" via mammogram. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional later reported rupture and capsular contracture, baker grade iii/IV.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5, d.6b, h.6.

Event description:
The device has been explanted.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch emdr-55374. Aware date should have been listed as 10/21/2024.

Event description:
Patient's partner reported left side rupture confirmed via MRI. Patient reported pain and discomfort and "benign calcifications" via mammogram. The device remains implanted.